Event description:
Bilateral knee surgery performed. The im rod was pulled from the second knee and found to have a portion broken off. There was no attempt to retrieve the broken portion in the canal. The pt was not injured by the incident.